Event description:
It was further reported that upon removal of the stingray balloon and guidewire, a dissection at the subintimal space was noted. Coupled with the hydrolics effect of the blood flow, the subintimal space then got bigger. No further complications were noted.

Manufacturer narrative:
Updated: ae or product problem, outcomes attrib. To ae, describe event or problem, other relevant history, device avail. For eval, returned to MFR. On,patient codes, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a stingray lp balloon with the related stingray guidewire stuck in the lumen. There is blood in the lumen. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. The shaft is stretched and damaged/twisted in numerous locations causing resistance with removing the wire. The coil on the wire in the lumen is stretched causing the wire to not be able to be removed. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06084. It was reported that difficulty removal and guidewire entrapment occurred. Vascular access was obtained utilizing an antegrade hybrid approach. The chronic totally occluded (cto) target lesion was in the distal right coronary artery (rca). A stingray lp catheter and a 185cm stingray guidewire were selected for use. During procedure, after a 7fr non-bsc guiding catheter was inserted; the stingray catheter and guidewire were advanced and crossed back into the true lumen successfully. An attempt to remove the stingray catheter was made, however resistance was met and the balloon was not able to be retrieved. The entire stingray system was then removed from the patient's body. It was noted that the catheter was also unable to be removed from the guidewire once outside patient's body. A new stingray guidewire and stingray lp catheter were used to re-cross the cto, however, the devices were unable to cross as the sub intimal space has expanded to be much larger. The stingray lp catheter was noted to be floating in the sub intimal space. The procedure was stopped and the patient scheduled to return after 6 weeks. No patient complications were reported and patient's status was stable.